Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 420 mg/dl. The customer addressed elevated bg level by delivering a correction bolus. Reportedly, the reason for the elevated bg level was that the customer had not delivered a bolus for a meal, as they were unsure how to do so. The customer was later able to deliver a bolus without issue and bg level was reported to be back in target range at the time of the call.